Event description:
It was reported that "the tip of the connector broke when (B)(6) was final tightening the offset connectors of the trio + spiral system."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.